Event description:
The customer tested her blood glucose using her contour meter and received a reading of 280 mg/dl. She retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was sent new meter and strips. She is expected to return her strips for evaluation.